Manufacturer narrative:
(B)(6). Expiration date: 03/08/2018.device manufacture date: 03/08/2013.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens and fibrin reaction. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that a patient experienced an ''fibrin reaction'' after an intraocular lens was implanted. The symptoms included increased intraocular pressure (iop) which was 27 mmhg. On (B)(6) 2013 the patient was treated by an anterior chamber irrigation, and the iol was explanted and another lens implanted during the same procedure. She also received the following medications: colinacol, vancomycin, bestron, vigamox, visualin, tobracin, kefral. On (B)(6) 2013 she received a ''drip'' of modacin and a drip of vancomycin. By (B)(6) 2013 the fibrin reaction disappeared and her iop was 16 mmhg. Uncorrected visual acuity was 20/28 and best corrected visual acuity was ''better''. The lens was cut in half for removal and the lens as well as the fluid from the anterior chamber were cultured and both results were negative. By (B)(6) 2013 the patient's uncorrected visual acuity was 20/22 and iop was 12 mmhg. Pre-operative uncorrected visual acuity was 20/200 and best corrected visual acuity was 20/50; post-operative uncorrected visual acuity was 20/20.

Manufacturer narrative:
Initial reporter telephone number (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Event date: (B)(6) 2013. Yes, returned to manufacturer on 08/16/2013. Device evaluated by manufacturer: no; explanation for no evaluation: device is cut in half and event of ''fibrin reaction'' is not attributed to the device. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was visually evaluated. Half of the intraocular lens (iol) was returned with residues of what appear to be a purple ink. The appearance was consistent with an intraocular lens (iol) that has been explanted and not related to the manufacturing process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.